Event description:
It was reported that the catheter tip broke. A percuflex catheter was selected for the index procedure. Before the procedure, it was noted that the guidewire broke the tip of the catheter when removing the guidewire. Another percuflex catheter was used to complete the procedure. There were no patient complications reported.

Event description:
It was reported that the catheter tip broke. A percuflex catheter was selected for the index procedure. Before the procedure, it was noted that the guidewire broke the tip of the catheter when removing the guidewire. Another percuflex catheter was used to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
Device evaluation by manufacturer: it is possible to observed that only the stent was returned for analysis. It is possible to observed that the stent was broken at proximal section. And no more damages were observed. Based on the evidence, the stent break can be confirmed due the device condition.